Manufacturer narrative:
UDI # not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer report number: 2017865-2022-45776. It was reported that a patient presented with symptoms of lightheadedness and syncope. Device interrogation revealed oversensing noise resulting in pacing inhibition on the atrial and right ventricular (rv) leads. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection of the lead found two external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.